Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had surgery on their gums. Their dentist told them not to wear the aligners for a while. Requested letter of recommendation and advised patient to purchase a boil and byte to keep teeth retained until they can restart.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.